Event description:
It was reported that the unit has a sharp edge on the distal tip.

Manufacturer narrative:
Upon receipt of the unit it was confirmed that unit was missing the keel tip. Additional info will be provided once the investigation has been completed.